Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 500 (mg/dl). Customer indicated that they had administered insulin injections as advised by their health care provider to treat their bg level. Although requested by tandem technical support, customer declined to perform troubleshooting for the pump.